Manufacturer narrative:
Discus dental received a complaint on (B)(6) 2017 in which patient experienced swollen lips after in-office zoom teeth whitening procedure. Patient visited urgent care after the incident. No additional information was provided. Investigation: - the retain sample of the in-office whitening gel, sku: 22-3764, lot: 17297005 was tested on (B)(6) 2017 and results were within specifications. - reviewed device history records of zoom whitening kit, sku: 881055701540, lot: 17299012, and whitening gel, sku: 22-3764, lot: 17297005 and no out of specification or discrepancy was found in the records. - reviewed complaints history, no other similar incidents were reported with the same lot numbers. - based on the investigation results and available information, it can be concluded that there was no failure and malfunction in the device. Potential causes may be improper lips isolation prior to the procedure or improper alignment of the lamp with the lip retractor. Zoom in-office dfu is adequate and it describes the warnings and precautions and steps for proper lip isolation and alignment of the lamp with the retractor. Based on the investigation results, no product failure and out of specification was found. Dfu is adequate and no corrective action is needed. Product was used up during the procedure

Event description:
Discus dental received a complaint on (B)(6) 2017 in which patient experienced swollen lips after in-office zoom teeth whitening procedure. Patient visited urgent care after the incident. No additional information was provided.